Manufacturer narrative:
Acb (anesthesia control board) assembly is suggested to be replaced. No report of patient involvement. Unique device identifier: (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The distributer reported that the anesthesia machine doesn't start. Malfunction screen appears. No other actions were possible. There was no reported patient involvement.